Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient thought some of his levels had shut off for his back stimulator. The patient had 4 and only 2 were working. If he tried to move up and down it was not working, and he noticed this last night. When asked if the patient had changed programs, the patient noted that he had not touched the thing. Troubleshooting was performed, including having the patient sync the patient programmer (pp) to the implantable neurostimulator (ins). The ins was off and the patient was on group adjust and no option to change groups. Program 1 was at 2.30, program 2 at 2.30, program 3 at 2.5, and program 4 at 1.90v.program 3 and 4 were the ones that were not working. The patient increased it up to 3.0 and he did not feel anything. Then he increased it higher and began to feel stimulation at 3.20v, and it was noted that he would do the same for program 3. There were no falls or trauma, but the patient had a pump implanted. The patient felt like his ins had ¿come detached.¿ when he pulled his pants down, he could catch it and it had never done that before. The patient noticed this ¿a couple days ago when I started having trouble with this.¿ it was noted that the patient had his ins reprogrammed before and he just left it at the settings because that was what felt good. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.